Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Only the delivery device with the seal detached from the tension spring assembly was returned for evaluation. The seal was in an unraveled state and the tether and tension spring assembly were not cut. Signs of clinical use and evidence of blood was observed inside the delivery device indicating there an attempt was made to insert the device in the aorta. No measurements were taken due to the presence of blood inside the delivery device tube. The white plunger was fully depressed and the blue slide lock was engaged. The seal was observed to be completely unraveled and not attached to the tension spring assembly. Blood was also observed on the tail of the seal, indicating an attempt was made to insert in the aorta. Based on the returned condition of the device, both reported failures "leak" and "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). After performing the operation of pushing the pressurized system to the developing system and inserting the developing system into the aorta (after using the actuator), the opening of the aorta could not be completely closed by the pressurized system. Therefore, they saw bleeding, and surgeon judged that there was a problem and removed the push-button seal. Judged that the push-through was poorly deployed, opened another heart string ii (hs-3045) and used it. The second use was able to perform the central anastomosis without any problem.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). After performing the operation of pushing the pressurized system to the developing system and inserting the developing system into the aorta (after using the actuator), the opening of the aorta could not be completely closed by the pressurized system. Therefore, they saw bleeding, and surgeon judged that there was a problem and removed the push-button seal. Judged that the push-through was poorly deployed, opened another heart string ii (hs-3045) and used it. The second use was able to perform the central anastomosis without any problem.